Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector socket. However, the specific cause of the damaged video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a damaged video connector. The evaluation also noted; the power switch could not be moved back due to a defective converter unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera elite video system center had a bad interface; the video connector had a bad contact. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was no image and the power switch was defective. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.